Event description:
The customer reported that the screen was intermittently turning black and white. The customer was reporting an intermittent loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on-site investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, the footswitch was replaced as a precautionary measure.